Event description:
Nurse practitioner reports patient currently being admitted to the hospital for central line issue, details are not known at this time. Length of hospitalization unknown. Reported to (B)(6) by: health professional.